Event description:
A replacement tape head slide spring appears to potentially, over time to change tension, causing the tape recording to be too fast, resulting in the cal pulse & data time duration to possibly become out of tolerance/specification. The units with this spring passed all tests during the manufacturing process.